Event description:
During a training session, the customer reported that the iabp generated a "fault code #58" alarm. No pt was involved.

Manufacturer narrative:
The company rep observed that the iabp generated "fault code # 58" alarm and "fault code # 53" alarm relating to autofill failures. The company rep replaced the drive manifold assembly (part number: 0104-00-0018). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).